Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The systems interface pcb assembly was evaluated and identified as requiring replacement. The customer declined to have the service representative repair the system. No conclusion can be drawn and no further information is available.